Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump was dead. The customer¿s blood glucose level was 308 mg/dl. The customer treated with an injection. The customer was unable to treat high blood glucose as the pump was dead. The customer also states the battery cap was stripped. The insulin pump will be returned for analysis.